Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that cyclotorsion accounting did not work for multiple patients following a system update. It was reported that all treatments were completed without patient harm and postoperative outcomes were as expected. There are multiple reports for this event, this report represents 11 unknown eyes.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria.the local service team identified that the old calibration tool was selected for the correct alignment of the eyetracker. At the visit on site, the service engineer recalibrated the laser according to instructions and the issue was resolved. Calibration with the wrong tool lead to an inaccurate alignment of eyetracker and the camera. A defocused camera can cause the reported issue. The root cause could be determined that the instruction was not followed with regard to the device configuration and the appropriate calibration tool. (B)(4).